Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial remains unknown. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a mitraclip procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. The patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. An echocardiogram revealed a pericardial effusion in the area of the right atrium and ventricle after the transseptal access with the sl transeptal puncture device. The mitraclip was successfully implanted and then a pericardiocentesis was performed to stabilize the patient and the procedure was discontinued. There were no adverse patient effects or clinically significant delays. The patient could be extubated in the cath lab and was hemodynamically stable. There were no performance issues with any abbott devices.

Event description:
During a mitraclip procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. The patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. An echocardiogram revealed a pericardial effusion in the area of the right atrium and ventricle after the transseptal access with the sl transeptal puncture device and brk. The mitraclip was successfully implanted and then a pericardiocentesis was performed to stabilize the patient and the procedure was discontinued. The patient could be extubated in the cath lab and was hemodynamically stable. There were no performance issues with any abbott devices additional information from the representative confirmed that the physician alleges that the adverse event occurred during transseptal puncture and that the transseptal needle used was an abbott device. Given this new information, the event will be reported on the abbott brk needle used. The swartz is no longer considered a reportable device for this event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial remains unknown.